Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings: there were two cracked observed at the top of the battery compartment. (B)(4)

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 12/11/2013.